Manufacturer narrative:
(B)(6).

Event description:
It was confirmed that the patient's catheter was fractured. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.